Event description:
A percutaneous lithotripsy procedure was being done on a 2cm diameter kidney stone. The ultrasound generator reportedly stopped working about 10 minutes into the case. Back up equipment was inadequate for the procedure. The case was discontinued and the patient was re-scheduled for surgery on another date.